Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. If needed, in addition, the following non-reportable malfunctions were found during the device evaluation: scope communication error (e216) and old software version. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error (b30) and bad connector were due to abnormality occurred on the communication with scope due to bad connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center received scope communication error codes b30 and e216. The issue was found during preparation for use in a diagnostic laryngoscopy procedure. The procedure was completed using another same device. There was no delay. There were no reports of patient harm.